Event description:
The customer reported to olympus the operator received a shock when an unknown button was pushed during an unknown procedure. A request for additional information was sent and the customer responded no additional information was available.